Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: during investigation, the audio bolus button was found to be intermittently unresponsive and had a hole visible on the button cover. The button cover was removed and there was evidence of contamination and the internal plug was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the audio bolus button cover has a hole in it, and the audio bolus button is not working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.